Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient experienced blurry vision and residual astigmatism. The lens was later exchanged approximately 1 month later in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on the information provided, the event does not appear to be related to the product. Information was provided that, in the surgeon's opinion, the lens did not cause or contribute to the event. It was reported that in the surgeon's opinion, progressive corneal changes/reversion to full natural astigmatism with longer discontinuation of contact lens wear caused the event. The manufacturer internal reference number is: (B)(4).